Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) at maximum output. The patient was symptomatic. A revision procedure was performed. The lead was explanted and replaced without incident. The local field representative noted that it appeared that the lead may have been nicked during a previous procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal only segment of the lead was returned. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Visual observation noted the presence of dried blood/body fluid in the lumen, laser damage/melted insulation was noted, the conductor coils were observed to be stretched, the outer insulation was noted to be puckered and the lead was bent. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the laser damage/meted insulation. Laboratory analysis could not confirm the clinical observations. Analysis concluded that the damage to the insulation was a result of the explant procedure.